Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited oversensing and out-of- range impedance measurements. At this time. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).